Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the catheter was discarded into the sharps container, in addition to splicing attempt, so would not be able to ensure complete catheter could be retrieved from the container discarded into. The rep advised the facility staff for future reference we are required to return explanted product.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, product type :catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 27-feb-2009, UDI#: :(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving compounded baclofen (1000mcg/ml at 135mcg/day) via an implanted infusion pump. It was reported that the patient was due for a normal pump replacement as the pump was nearing the elective replacement indicator (eri). During the procedure, the existing catheter was checked for patency and the catheter could not be aspirated. Given the age of the catheter that was indwelling, the surgeon elected to replace it after attempts were made surgically to splice and repair the existing catheter with no success. Good cerebrospinal fluid (csf) flow was noted upon placement of the new catheter. There were no issues reported prior to the procedure. The issue was considered resolved at the time of report, and the new pump was filled with 500mcg/ml baclofen at a dose of 109mcg/day.